Event description:
The patient's wife reported to hill-rom that the stoma around the patient's g-tube bled and that the g-tube became dislodged after using the vest. The patient went to the hospital to have the tube replaced. No malfunction of the unit was alleged.